Event description:
It was reported that the crosslink driver's shaft was broken at the tip during use in surgery. There were no pt complications.

Manufacturer narrative:
The device has not been returned to medtronic for evaluation. A review of the device history records found no documentation to indicate a non-conformance to specification.